Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) as well as out-of-range (oor) low pacing impedances of less than 200 ohms. As a result the lead was surgically abandoned. During the explant procedure the physician tried to recreate these issues and could not. Since it was undetermined if it was a lead or device issue, the physician chose to explant the device, abandon the lead and implant a new system. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this right atrial (ra) lead also exhibited noise.